Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: broken shell, missing piece of the shell, opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a broken striated in the anterior side and missing piece of the shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage. Missing piece of the shell assessed as to inconclusive. A striated opening in the anterior side assessed as surgical damage.

Event description:
Patient reported right side deflation and healthcare provider confirmed. Device has been explanted.